Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08675 inches. No under delivery anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 487 mg/dl. Customer was treated with manual injections. Customer¿s current blood glucose level was 360 mg/dl. Customer felt symptoms but they did not mentioned. Customer alleged insulin pump was under delivering as it was not delivering enough insulin to the patient. Customer did not use auto mode at the time of incidence. They failed high pressure test during troubleshooting. The reservoir will not be returned for analysis however, the insulin pump will be returned for analysis.